Event description:
The device tip had fractured off and disassembled, posing the risk of a small component being lost in a surgical site, during sterile processing at the user facility. There were no adverse consequences related to this event.